Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Date of event was an approximate. The issue happened 3 weeks ago prior to report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that desktop charger connector pin was broken. Patient could not charge their ins and ins was depleted. Patient also reported returned of back pain. No patient symptoms reported. No further complications were reported as a result of this event.